Event description:
It was reported that a patient presented with loss of rf telemetry noted on the patient's implantable cardioverter defibrillator. The patient was set up with an inductive monitor, and all telemetry function was later found to be operational. No adverse patient consequences were reported